Event description:
It was reported that during an unknown procedure, the staples were malformed. The surgeon used sewing to complete the procedure. There were no adverse consequences to the patient. The device was discarded because the patient had hepatitis.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because the device was discarded. The batch history records were reviewed with no anomalies noted during the manufacturing process.